Event description:
A nurse reported a problem with the fluid and air exchange (fax) during a vitreoretinal procedure. She stated the auto-valve for the cassette was "not activated efficiently" and there was no air to the eye. They clamped off the tubing and inserted plugs, exchanged the cassette, and rebooted the console. The procedure was completed following a 10-15 min delay with no harm to the pt.

Manufacturer narrative:
The company rep examined the system and was unable to replicate the reported event. The software was upgraded. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log for the date of (B)(4), 2013 did not reveal any abnormal activity. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).